Manufacturer narrative:
Retention test strips (lot 168936) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. Retention test strips (lot 168931) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial (B)(4). Around 8:30 a.m., the patient was tested three times using the meter and the following results were obtained: (B)(6). It is unknown if samples used for meter testing were obtained using separate fingersticks. It was alleged that results were obtained using samples from two fingersticks. It is unknown if only one finger or multiple fingers were used for sample collection. Samples were applied directly to test strips. Based on the recurring high meter results, a venous sample was collected from the patient within 10 minutes of meter testing and sent to the laboratory for testing with an unknown method. A result of 5.9 inr was obtained in less than an hour using the unknown laboratory method. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 2 to 3 weeks. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient has no high inr symptoms. The patient is not using heparin or direct thrombin inhibitors. The patient has had no other dietary changes or medication changes. The patient has no special or unusual diet. The patient has no illnesses. The patient has had no changes to warfarin/coumadin medication based on results from the device. The patient was advised to hold warfarin/coumadin medication for a few days based on the 5.9 inr laboratory result and return for testing on (B)(6) 2017. The patient's warfarin/coumadin was held starting on (B)(6) 2017, a venous sample was tested using the unknown laboratory method, resulting as 3.2 inr. The patient has had no additional treatments. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed on all test strip lots available on the market. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was provided for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 59%. Donor 2 hct: 48%. Testing results: donor #1: master lot: 2.5 inr, master lot strip and customer meter: 2.5 inr. Donor #2: master lot: 2.5 inr, master lot strip and customer meter: 2.5 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. The meter date was set incorrectly according to the meter memory data log. Also, based on the meter memory data log, the provided value of 4.9 inr is incorrect. The value should be 4.5 inr.